Manufacturer narrative:
Following the conclusion of laboratory analysis, this event will be further updated and a final report submitted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Initial analysis confirmed that the device had no telemetry and no pacing outputs. The device battery was replaced with a power supply which resulted in normal operation from the device. Laboratory technicians used an engineering-level longevity prediction calculation to assess the rate of battery depletion, given the programmed parameters and other data stored within the memory of the device. The results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range and the device exceeded nominal longevity by 1.4 years. It was also noted during analysis that this device only has a magnet rate of 100 ppm (beginning of life (bol)) and 85 ppm (elective replacement time (ert)). The device was not designed have a magnet rate of 90 ppm. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Having met the engineering longevity prediction, functionally passing all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion. A depleted battery would have resulted in the observations of no telemetry and no pacing outputs observed in the field.

Event description:
Boston scientific received information that at the last patient follow up in (B)(6), this device had an acceptable battery status with a magnet rate at 90 ppm and an estimated remaining longevity of 1 year. Additional information was received that the patient died three months later. The cause of death was unknown. The device was removed and was attempted to be interrogated; however, telemetry was unable to be established. There is an allegation against the functionality of the device and it is unknown if it caused or contributed to the patient's death. The device was returned and laboratory analysis remains ongoing at this time.